Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached pictures in the study, which show degenerative joint disease. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is attributed to a patient-specific event. The literature notes that screw fixation can be associated with an increased risk of postoperative complications, including degenerative joint changes and malreduction; however, based on the available information for this event, no device-related malfunction was identified, and the observed outcome appears consistent with patient-specific factors.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, arthrex was notified of a study published by the journal of orthopaedic surgery and research for ¿does syndesmotic fixation technique impact complication rates and functional outcomes measured by promis scores following operative repair of ankle fractures? ¿this study investigates which repair technique, transyndesmotic screws, suture button (sb), and suture tape augmentation (sta), results in fewest complications and best functional outcomes measured by patient reported outcome measurement information system (promis) computerized adaptive tests (cats) of physical function (pf) and pain interference (pi). As a result, there were nine screw complications, 5 of which resulted in degenerative joint disease, and four resulted in syndesmotic malreduction. There was one failure of the suture button for degenerative joint disease.